Event description:
Patient stated with most of the v-go's the adhesive pad did not stay attached to the body after a few hours of wearing v-go. Patient could not provide specific dates and times when adhesive didn't stay attached.